Event description:
It was reported that the customer's pump screen was dark and would not turn on. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support guided the caller through several troubleshooting steps, but the pump remained unresponsive, necessitating a replacement pump. The customer had no backup insulin therapy available and planned to contact their healthcare provider. Tandem confirmed the shipping details and assured the customer knew how to return the defective pump and install the replacement.